Event description:
Reportedly, during implant of the valve, surgeon noticed that the device had a cut in the fabric which was exposing the stent. Per the customer report, the dacron from the sewing ring was detached. Dacron opened making the stent visible.

Manufacturer narrative:
The 3300tfx carpentier-edwards perimount magna ease aortic valve was not returned for evaluation as the device remains implanted; however, intra operative photos were provided by the customer. Based on the photos, engineering confirmed the device had been damaged as a visible tear was observed on the outflow side of the sewing ring cuff. The location of the tear appears to be in the region where the surgeon would suture the device. A device history review was performed, which confirmed the device passed all inspection points for product release and no manufacturing nonconformities were observed. The root cause of the tear in the sewing ring was most likely due to a cut during use and is unlikely to be manufacturing related. Each valve undergoes 100% visual inspection during the assembly process. Per cloth inspection procedures, the assembler will inspect for loose threads, cloth tears, or thread loops in the sponge cover cloth, wireform cover cloth, and the commissure cover cloth. If a tear is observed, the cloth will be rejected and scrapped. Therefore, it is very unlikely the device would have passed through inspection with the observed tear. In addition, based on the available information, no tear was observed prior to use. The tear was reported to have been observed during implantation. Per the complaint file, the surgeon reported that he repaired the tear with a stitch of suture. The location of the tear in the sewing ring was where surgeons typically place sutures. If the proper instructions were not followed when placing sutures through the sewing ring or removing the holder, the cloth could be damaged. The instructions for use cautions that care should be exercised to avoid cutting or damaging the sewing ring cloth when placing the sutures.

Manufacturer narrative:
Method: device will not be returned.additional manufacturer narrative:the DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. Images have been provided by the hospital and are currently under review for comment. Only one image is usable for comment.the device is not available for return and evaluation as it has been implanted.